Event description:
Non-delivery reported. The pump was set up to infuse heparin in an unspecified concentration at an unspecified rate. A nurse later reported that "the pump was on and had display lights as if it was infusing, however there was no flow and nothing had delivered." The length of time for non-delivery was not known by the customer source. No device alarms sounded. The pt's serum ptt was within normal limits (sub-therapeutic). The heparin was restarted on a new pump "at an increased rate of 1200u/hr." After further lab work, the infusion was increased to 1500u/hr. There were no reported adverse effects to the pt. No further info was available.